Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device battery was suspected to be depleting prematurely. It was noted that the patient is scheduled for a routine in clinic follow up on a future date. The physician will review further at that time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device battery was suspected to be depleting prematurely. It was noted that the patient is scheduled for a routine in clinic follow up on a future date. The physician will review further at that time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device was retained by the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device battery was suspected to be depleting prematurely. It was noted that the patient is scheduled for a routine in clinic follow up on a future date. The physician will review further at that time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.